Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A1: additional patient identifier: (B)(6). H4; h6: without a valid lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: unknown.

Manufacturer narrative:
Product complaint #: (B)(4) UDI, not available without a lot number the device history records review could not be completed. Date of implant: unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 the patient underwent removal of ex tibial nail due to infection. Antibiotic spacer placed. There was no surgical delay reported. The procedure was successfully completed. This complaint involves six (6) devices. This report is for one (1) 11mm ti cann tibial nail-ex w/prox bend 390mm. This report is 1 of 6 for (B)(4).